Manufacturer narrative:
Additional MDR's associated with this event: 3025141-2015-00108: plate 1; 3025141-2015-00109: plate 2; 3025141-2015-00110: screw 1; 3025141-2015-00111: screw 2; 3025141-2015-00112: screw 3; 3025141-2015-00113: screw 4; 3025141-2015-00114: screw 5; 3025141-2015-00115: screw 6; 3025141-2015-00116: screw 7; 3025141-2015-00117: screw 8; and 3025141-2015-00118: screw 9.

Event description:
The patient, who have been implanted with an aculoc 2 plate construct, fell down and the plate broke. The plate and screws were explanted.